Event description:
While traveling through airport, patient lost consciousness, pacemaker interrogation showed multiple episodes of vfib and vtach days prior to this episode. Patient underwent removal of guidant dual chamber pacemaker and atrial lead extraction due to fracture. The patient underwent an implantation of an atrial biventricular ICD.